Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. At 71cm cm from strain relief, the hypotube was separated. The device had numerous kinks. There was contrast in the inflation lumen and the balloon folds. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no further damage or irregularities. Product analysis confirmed the reported kink as there were numerous kinks to the device. The device also had separation of the hypotube. The reported no cross in the lesion could not be confirmed because the clinical circumstances could not be replicated however, the kinks on the device are consistent with the damage likely from difficulty crossing or lesion characteristics.

Event description:
Reportable based on device analysis completed on 28jun-2021. It was reported that shaft kink occurred and crossing difficulties were encountered. The 80% stenosed, 12mm x 4.00mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.0mm x 12mm quantum maverick balloon catheter was advanced but failed to cross the lesion and it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.